Event description:
The customer reported that the system would not display a fluoroscopy image. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no additional service info was provided.